Event description:
Boston scientific received information in 2002 that immediately following the implant of this implantable pacemaker (ipm), the lead impedance measurement in bipolar mode was greater than 2,500 ohms and no pacing was seen. In unipolar mode, the lead impedance was 600 ohms. The physician elected to open the pacemaker pocket and tighten the setscrews. After this was performed, appropriate pacing and lead impedance measurements were observed. The physician elected to open the pacemaker pocket and tighten the setscrews. After this was performed, appropriate pacing and lead impedance measurements were observed. Subsequently, boston scientific received information that this device was received at boston scientific's returned products department in (B)(6) 2012. According to the returned implant form, this device was electively explanted due to normal battery depletion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was successfully interrogated. All telemetry operations were normal and a memory download was performed. No evidence of advisory issues were found in memory. The device was put through and passed a series of automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. It was concluded that this device performed normally throughout laboratory testing.